Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the implantable cardioverter defibrillator could not be connected to the radio frequency (rf) tower. No interventions were completed. There were no patient consequences.